Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was yesterday the pt was in pain all day and realized pt's intensity settings automatically changed to "0" when these settings are typically set at "3.2." Pt called to ask why these settings changed automatically. Pt does not have adaptive stim active on ins. Pt mentioned sitting in a backhoe with pt's husband to help operate controls in backhoe. Pt mentioned backhoe operation caused repetitive jerking. Pt confirmed they had manually adjusted settings back to "3.2." Pt mentioned having to charge ins every day. The patient was redirected to their healthcare provider to further address the issue.